Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 5/28/10, 6/1/10, 6/3/10, 6/17/10, and 6/18/10 by phone, fax, and mail. Add'l info was obtained by phone on 6/1/10. A completed questionaire has not been received. (B)(4). (B)(4). (B)(4).

Event description:
Adverse event(s): "atypical endophthalmitis" (endophthalmitis). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A nurse reported that two pts, one bilaterally implanted, presented with atypical endophthalmitis following intraocular lens (iol) implant surgeries. In a f/u, the director of nursing stated that, for both of the pts, the symptoms started two weeks postoperatively. She reported that cultures were done and no cells grew. She stated that the pts have improved. She also reported that the surgeon does not blame the iol for the event. Add'l info has been requested. There are three medical device reports associated with this event. This report is for the second pt.